Event description:
B-braun cse 12l small bore extension set was reported to have broken in half. Upon inspection, it appeared that it had been clamped in that area previously and was weak in that section. The break was on an angle. It was clamped in a different place at the time of the incident. Pt states she had her PICC arm covered in plastic to take a shower and this event happened when she came out of shower. She denies using scissors to remove plastic in anyway. Dates of use: two days in 2007. Diagnosis or reason for use: lymes disease.